Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received six inappropriate shocks during their first night with the system. The field suspected air entrapment contributed to the delivery of inappropriate shocks. Tachy therapy in the s-ICD was deactivated, air was expunged from the pocket of the patient, and then therapy was turned back on. Afterwards, the system exhibited low shock impedance measurements down to 35 ohms and low amplitude morphology measurements. The s-ICD has been reprogrammed and remains in service. No additional adverse patient effects were reported.